Event description:
Olympus was informed via repair request that the customer inner sheath¿s ceramic insulation ¿tip is broken¿. The customer reported problem was found at reprocessing. No death injury or infection and no impact to person or other was reported to olympus.

Manufacturer narrative:
The referenced device has not been returned to olympus to date; however, the investigation is still in progress. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The ceramic tip of the inner sheath was broken due to a broken beak. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the described damage pattern, it¿s likely the insulation tip's damage was caused by mechanical thermal influence. It cannot be determined whether there was previous damage on the device or damage on the ceramic insulating insert that occurred during last reprocessing or during last usage. Therefore, a final root cause was unable to be identified. The following is included in the instructions for use: ¿4 before use warning infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product: visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g cracks, fractures). Warning risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.